Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a lassostar, 10p, dia 15mm loop size and a broken wire was detected in the lasso. After unpacking the lassostar a broken wire was detected. The lassostar was not inside of the patient. A new catheter was required. The event occurred during sterile processing of the device in field inspection. The event did not occur during internal service activities such as calibration. There were no patient consequences. The catheter issue was found pretty far distal, but the damage did not result in any lifted or sharp rings. Damage resulting in wires and/or braid being exposed could not be confirmed.

Manufacturer narrative:
On 20-jul-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a lassostar, 10p, dia 15mm loop size and a broken wire was detected in the lasso. After unpacking the lassostar a broken wire was detected. The lassostar was not inside of the patient. A new catheter was required. The event occurred during sterile processing of the device in field inspection. The event did not occur during internal service activities such as calibration. There were no patient consequences. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and scanning electron microscope (sem) study of the returned device was performed in accordance with bwi procedures. Visual analysis revealed that the shaft was broken, and internal wires were exposed. Through the sem study, evidence of mechanical damage and stress marks on the device was found. It was determined that these damages could be related to the handling of the device during the procedure due to the use of excessive force; however, this could not be conclusively determined. A manufacturing investigation was performed and concluded as follows: based on the evidence that proves that all the controls to detect this damage were in place and being followed as prescribed, no deviations from the procedures were found, and all the personnel involved was trained and certified accordingly, it was determined that this issue is non-manufacturing related and could have been provoked due to mishandling of the device outside the bwi manufacturing facilities. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.(B)(4).